Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose level was 251 mg/dl and had lowered to 120 mg/dl. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion and indicated that the supplies to the pump would be changed.